Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is an unusual noise coming from the plug unit, there is a water leak from the plug unit., the image is not displaying. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue could not be determined. The most probable of cause an unusual noise coming from the plug unit. Is traced to component failure. The most probable cause of there is a water leak from the plug unit.to component failure. The most probable cause the image is not displaying. Is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head exhibited fuzzy lines across the screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.